Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was confirmed by medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: I can confirm that the event occurred since I was able to review the operation reports and I reviewed pre op and post op x-rays. Regarding the possible root cause of this event, I cannot determine this for certain. I don¿t see any abnormality with the implant itself. The development of postoperative instability is a well-known complication. Operative technique, soft tissue balancing as well as activity level and body habitus are key in the longevity of a total knee replacement. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "instability of the left knee".

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Product not returned.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "instability of the left knee".